Event description:
Additional information was received. From a healthcare provider (hcp), via a company representative (rep), indicated the event occurred, during a normal system replacement. It was noted, it was a really old system. So the doctor decided to replace the entire system. A neurosurgeon did the work. And they did not ask for a rep to be there. The rep did speak to his office today and his op report says, "the ligamentum flavum was removed at the site of the leak and prolene suture was placed at the site of the leak to close the hole¿. The old pump and catheter were discarded by the facility.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2024, product type: catheter. Concomitant medical products: other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 2012-01-19, UDI#: (B)(4). Correction: device code d14 was updated/corrected to d12. F15 is also applicable. Correction: section d: neu_unknown_pump, reported on the correction follow-up report number 1 on 2024-04-09 is not applicable. Please see initial report for the correct pump (serial #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal saline (pfns, pbs) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that a new pump and catheter were implanted on (B)(6) 2024 and the old catheter was removed. Patient had cerebrospinal fluid (csf) leak after removal of old catheter. The patient was sent to hospital day after catheter removal with csf leak. Neurosurgeon took patient to hospital and into operating room (or) and the company representative was not sure what he did to resolve the csf leak - the hcp would not allow any company rep to come. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown cath, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: neu unknown cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.